Manufacturer narrative:
The insulin pump alarmed motor error and failed the displacement test due to the motor encoder signal being out of phase.

Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 411 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer's husband stated that the insulin pump was exposed to a high magnetic field prior to the display going blank. Nothing further was reported.